Event description:
Complaint alleges: it is reported that the patient was submitted with neurological complaints on the neurology ward. Patient pulled by accident the catheter, it broke. According to the nurse the patient did not pull very hard. They could not remove the catheter. Eventually the catheter was removed with a scope. No patient injury reported.

Manufacturer narrative:
Device sample received by manufacturer, but investigation is still underway at time of this report.